Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 27 mg/dl back to back with a result of 245 mg/dl on the compact system when testing was performed less than 10 minutes apart. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.